Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-may -2026, it was reported by a sales representative via (B)(4) that an ar-9236-01pp trial peg broke in half. The facility confirms that the peg broke during extraction and nothing was left in the patient. This occurred during use in a case with no patient effect. A different trial from a different tray was used to complete the case.